Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) and confirmed with a healthcare professional (hcp) indicated the pump and catheter were explanted on (B)(6) 2018. It was noted the pump would be returned. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the pump was infected. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving prialt/ziconotide 25 mcg for a total dose of 11.651 mcg and bupivacaine 20mg for a total dose of 9.321mg via an implantable pump for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported the pocket was infected. It was also noted at the site of the pump pocket there was a possible infection. Environmental/external/patient factors that led to the event was unknown. Diagnostics/troubleshooting included cultures to would site, which were negative. Actions/interventions included surgical intervention where there was explanation of the system. It was noted that the issue was resolve at time of report and the patient's status at time of report was alive-no injury. The patient's weight was unknown (asked and will not be made available). The patient's medical history was asked and will not be made available. The event date was (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
Non-destructive analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.